Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device was received loaded with a fully fired single-use loading unit (sulu). Two properly formed staples were received dried to the anvil. Microscopic evaluation of the sulu noted three pushers were damaged. The loading unit was reloaded with staples, reloaded into the instrument and applied to test media. All the staples were formed with acceptable result. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur when the device is applied over thick tissue exceeding the recommended tissue range. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the transection of colon on an open sigmoid colon, the middle of the staple line opened up. There were staples on each side but it did not staple specimen closed on the center of the staple line. They had to oversew staple line. The patient was doing okay.